Manufacturer narrative:
The sample devices were returned for evaluation. A visual inspection found no damage on the product. Functionally tested the five devices returned from the customer: three devices knob 1 loaded and locked, knob 2 loaded, locked and fired without any issue. Fourth device knob 1 loaded, locked, knob 2 loaded, locked and fired, but on third attempt the device fired without locking. Fifth device knob is free and unable to load. The customer complaint was confirmed. Based on investigation results, a loss of contact between the j hook surface of the sleeve and the goose neck surface of the housing may lead to auto firing of the device (a fire without user intention). CAPA # 19-001 provides a detailed analysis of the specific causes and actions to be identified. The CAPA will document the root causes identified and the corrective actions taken to address these issues. Tru-core investigation under the engineering protocol 2019-038.

Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Fire automatically at step 2, without activating step 3.